Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 41 mg/dl. Suspected cause was due to the customer's settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.